Event description:
This is a report of constipation and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unreported date, the patient experienced constipation. The patient experienced peritonitis and was hospitalized on the same day for the event. On an unreported date, the patient's treatment started with injection (inj.) Heparin 1000 international units (iu), inj. Amikacin 50 mg and inj. Reflin 500 mg (routes not reported) for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.